Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis system, and the serious adverse events of hospitalization and subsequent death. The definitive cause of the patient¿s hospitalization and death is unknown; therefore, causality cannot firmly be established. However, follow-up with the fst confirmed the 2008t hemodialysis system functioned as per the manufacturer¿s specification and passed all post-event functional compliance testing. Given the limited follow-up information, a more comprehensive investigation could not be performed. Nevertheless, the esrd population continues to have significantly higher mortality (up to 30-fold higher), and fewer expected years of life when compared to the general population. Additionally, studies have shown lowering the dialysate temperature has been advocated as a simple, useful, and universally applicable practice for bolstering blood pressure and lowering mortality. Based on the information available, the 2008t hemodialysis system can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this unknown patient with renal failure (rf) on hemodialysis (hd) for renal replacement therapy (rrt) expired during hd therapy (exact date not provided). Additionally, it was reported the 2008t machine temperature was reading 36.0 degrees, instead of the programed 37.0 degrees. No additional information provided during intake. The 2008t hemodialysis system was sequestered following the event(s) and functional compliance testing/verification was completed. The 2008t hemodialysis system performed as expected per the manufacturers¿ specifications and the reported temperature discrepancy could not be reproduced. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, death certificate, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst could not duplicate the reported low temperature issue but otherwise verified that the machine was operating as intended. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached.

Event description:
It was reported to fresenius that this unknown patient with renal failure (rf) on hemodialysis (hd) for renal replacement therapy (rrt) expired during hd therapy (exact date not provided). Additionally, it was reported the 2008t machine temperature was reading 36.0 degrees, instead of the programed 37.0 degrees. No additional information provided during intake. The 2008t hemodialysis system was sequestered following the event(s) and functional compliance testing/verification was completed. The 2008t hemodialysis system performed as expected per the manufacturers¿ specifications and the reported temperature discrepancy could not be reproduced. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, death certificate, patient demographics) have thus far proven unsuccessful.